Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. Product #1 pi main [pi-2022-0032543-01]. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.

Event description:
During the af procedure, it was noted the tactisys was blinking red and an error was noted of the device being for single use only. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.